Manufacturer narrative:
A ship history was performed which identified the last three lot numbers that were sent to this customer. Lot numbers: 915300, 8956427 and 8741707. A lot history search was performed and found no other complaints against the three identified lots. A product history search was performed and found two similar complaints against the upn from the same customer. In addition, the february 2007, 15-month complaint trend report for all polaris loop family failure modes was reviewed; the product family is exceeding the bsc action limit, but does show a negative trend at this time. Visual examination found the distal loop had been broken. The customer's complaint has been confirmed. The exact root cause is unk at this time. The most probable root cause appears to be due to the suture being pulled through the stent causing them to tear in two. The suture might have been pulled on while cutting the suture, which in turn cut the loops or the suture might have been cut and pulled through the loops to release a free end causing a sawing action of the loops.

Event description:
It was reported to bsc that a female patient (age unknown) had bilateral ureteral stents placed in 2006. On the event day, the patient presented with "discomfort." The patient then underwent a therapeutic procedure to replace both polaris loop stents. The clinician reported that the polaris loop stents had "separated in two pieces - directly in half." Please note associated medwatch report #: 6000043-2007-00031. There was no migration of any component. The device was removed. The procedure was completed with another of the same device. The patient did not sustain any adverse effect or complications as a result of this issue. The patient condition is reported as "fine."